Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified except for 39 lifetime sic counts, no egms to identify t-wave ovresensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) triggered. There was some noise and non-sustained tachycardia (nst) episodes and t-wave oversensing (twos). Several months later, the case came up again. Under normal circumstances, the system works fine, but when the patient is under activity (sports) lia gets triggered due to double counts of t-waves with same or even bigger amplitude than r-waves. This appears to be a rare effect of the brugada syndrome. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.